Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.